Event description:
Customer reported via phone, she was having issues with the insulin pump. She believes she hasn't been able to set up the infusion set correctly and it has resulted with her not getting any insulin. Customer checked her blood glucose and it has been 450 and 500 mg/dl, treated with 20 units of insulin. Symptoms have been hot and sweaty. Troubleshooting was performed and it was found the infusion set was completely out. Customer has been noticing the cannulas on the infusion sets have been bent. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.